Event description:
New information received on 18 feb 2020, indicates that there was also under-sensing on the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with high thresholds on the right ventricular lead. The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.